Event description:
It was reported that the patient got the permanent implant 4 days ago. It was not working right, not comfortable, and the patient had a problem of understanding how to adjust it. The patient was uncomfortable since the day of implant. They waited for a few days for the surgery pain to go away, and waited to make sure the pain they were getting was not from the surgery. The patient was still getting discomfort and wanted to have it adjusted at the beginning of next week. The pain was a little more to the front and it was a dull pain and seemed it was a separate pain from the soreness from their incision. The pain was not unbearable and the patient thought it was a matter of adjusting and resetting. The patient never had therapeutic effect and the therapy helped with their symptoms, but was not as effective as the trial. The patient wanted the therapy adjusted, and then it would work better and hurt less. The patient tried using their patient programmer, but it had been very difficult to have the programmer respond. It was hard to understand how to use it and hard for the patient to hold it on their back. The directions were not clear and the patient could not get their patient programmer to work since implant and it showed the poor communication screen. It was determined that the patient was putting the programmer over the antenna. The patient was successfully able to connect to their implantable neurostimulator (ins). The patient¿s therapy was on set at 3.50 v on program 1. The patient wanted to change to program 2 and their health care provider (hcp) said they could change the programs if needed. The patient changed to program 2 at 1.4 v and tried increasing but it hurt a tiny bit, so they lowered it down to 1.4 v. The patient¿s hcp said if the patient didn¿t have problems they would see them in a couple of weeks. If there were problems, the patient could contact their hcp and the patient wanted to see them at the beginning of next week to look at their pain and possibly have it adjusted. It was further reported that there was a 50 percent or greater symptom reduction. The patient had a brand new device and they were working with their programs. The troubleshooting that would be done to provide insight to the issue was that the patient would come in for reprogramming in the hcp¿s office. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va01uz3, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial# unknown, product type programmer, physician; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. Last week, the patient went to have their device calibrated. The results had not been nearly as good as with the temporary device. The implant was not working very well for the patient and their trial worked fabulous, but once the permanent implant was put in, it wasn't working for them. The patient's condition was now worsening than before and they were trying different setups.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the trial worked great and the patient noticed a tremendous change. The permanent implant never helped with the patient's symptom control and the patient kept changing settings. The patient went to see their hcp to change settings and they gave the patient a program to follow and told them to try different settings. That was what the patient had been doing. When they first set the patient, one program was at 1.20v and another was at 3.40v. When the patient did it at home and tried a different setting, they did not know what voltage to start with and how they were supposed to know how far to go. The patient was not being able to adjust stimulation with the patient programmer since (B)(6) 2015. They device was powered off. At first the patient was not able to get to the screen where it showed 4 different options for programming. The patient replaced the patient programmer batteries and was able to get to the therapy screen, but it showed 0-0-0. The patient tried to increase stimulation, but was not able to and the patient programmer was showing that the implantable neurostimulator (ins) was off. The programmer showed "turn ins on" and the patient did not realize the therapy was turned off. The patient did not understand how the patient programmer worked well and they might have been turning the ins off all the time, and therefore had not had therapeutic benefit. The patient was assisted with turning the ins back on. The patient was told each program needed to be down to 0v to turn it off.